Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump keeps running but that it was not delivering. They stated that "the formula is congealing in the bag after the bag has been hung for a while" and that the pump would not deliver this. Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint. They also stated that they did not have any further information about the complaint. (B)(4).